Manufacturer narrative:
The technician found the side rail center arm assembly was broken and the hook was not latching onto the pin. The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.